Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 96.2 mcg/day via an implantable pump for intractable spasticity. It was reported the pump was empty and the hcp had access to the 8840. It was noted that the empty pump alarm was occurring. It was noted the programmer showed 40.3ml dispensed since update. Empty pump considerations, refilling and monitoring for volume discrepancy and efficacy and considerations for catheter and tubing patency/damaged were all reviewed. It was noted to consider aspirating the reservoir, and hcp asked about getting in touch with manufacturer representative (rep) to assist with downloading report link software. No symptoms were reported. The event date was (B)(6) 2018 (about a week ago). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was lost to follow up and didn't contact the hcp until the pump was alarming. The hcp was able to aspirate 0.3cc and fill the pump without complications. The empty pump had been resolved, and there were no changes in spasticity. The patient's weight was noted as (B)(6)lbs. No further complications were anticipated/reported.